Event description:
It was reported via facility medwatch 0500820000-2015-8001 that shaft break and balloon detachment occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 15mm emerge¿ balloon catheter was advanced into the vessel; however, resistance was encountered with the guide wire and got stuck. While attempting to push the wire, the balloon shaft kinked. When pulled back, only the shaft was pulled out and the balloon remained inside the guide catheter. The balloon was not inflated and the detached balloon was successfully removed together with the balloon catheter and the guide catheter. No patient complications were reported and ten days post procedure, the patient was discharged in stable condition.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).